Event description:
Information was received indicating that a smiths medical medfusion pump was not infusing, and the motor was noted to be loud. No adverse effects were reported.

Event description:
Additional information was received. No patient involvement. The product issue did not cause or contribute to the patient or clinical injury. No medical treatment was received.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. No error which related device not infused was found in event history log (ehl). During the functional testing the accuracy test and occlusion test were performed which passed, device infused without any issue. No problem was found, device infused as intended. The pump was found running little loud during syringe delivery test. The pump was lacking silicon greased in motor assembly. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced stepper motor and worm coupling for preventive. Cleaned and greased motor assembly. Performed preventative maintenance and all functional testing.